Manufacturer narrative:
Device is used for treatment, not diagnosis additional code: dzl. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
It was reported that a patient was being treated for a lefort I osteotomy with internal fixation. The surgeon was inserting a matrix midface screw into a plate. On the final tightening of the plate, a piece of the head of the screw broke off. The broken piece was suctioned. The remaining part of the screw was left implanted. Moments later in the same surgery, the surgeon used plate cutters to cut the midface plate; the plate cutter broke. Surgeon obtained a plate cutter from another plating set, and finished the case without a problem. No surgical intervention was required and the procedure was successfully completed. Patient's post-operative condition was reported as good. This report is 2 of 2 for complaint (B)(4).